Event description:
It was reported that death occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx closure device was implanted. Post procedure the patient was extubated and doing well. The physician recommended the patient stay in the hospital overnight, however since the procedure and extubation went well, the patient and family wanted to be discharged. The patient was discharged and went to a fast-food restaurant. Afterwards the patient went home, sat in a recliner, and began having chest pain. Shortly after the patient began experiencing abdominal pain and became unresponsive. Emergency services were called. Within 20 minutes of the chest pain, the patient was deceased. Resuscitation was not performed, and the family chose to not have an autopsy performed. The official cause of death is unknown; however, the physician suspects it was possibly procedural related since the event occurred within 12 hours of the watchman implant procedure.